Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 cord was defective; it was broken at the collar. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the 4 pin connector cover/epoxy/housing had detached from one end of the cable and was received separately. Based upon this observation, the reported complaint for "cable broken" was confirmed. (B)(4).